Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2012. The pt's nurse reported that the pt had been treated on (B)(6) 2012 and that there was gel on the therapy electrodes. The lifevest deployed gel at 09:03:19 on (B)(6) 2012 and subsequently delivered an inappropriate treatment at approximately 09:04:49. The ECG recording shows that prior to the treatment, the signal was idioventricular rhythm at 90 bpm with premature ventricular contractions. Multiple counting contributed to the false detection. The monitor reset following the treatment. Per review of the pt flags, the response buttons were pressed intermittently but not immediately prior to the treatment event. The pt was taken to the hosp following the treatment and continued use of the lifevest.

Manufacturer narrative:
There is no death associated with the inappropriate defibrillation. There is no info to suggest the pt sustained a serious injury. The pt continued to use the lifevest. Device eval summary: device evaluation of monitor sn (B)(4) was completed. "The monitor was returned as routine maintenance and found to be fully functional." No complaint was initially generated as zoll, at that time, was unaware of the reset following the treatment. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. No adverse event resulted from the pulse reset. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.